Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6)m product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 11-apr-2020, UDI#: (B)(4). H3: analysis of the communicator found, ¿visual damage to the micro usb hub, ink stains on upper case¿, ¿failed battery charging bench test¿ and ¿defective recharging circuitry. Tm90 recharging circuitry is damaged (found micro usb hub bracket broken and burnt diode on charge board)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer. Regarding a patient, receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported, that the patient¿s communicator was not charging. The patient stated, that it had been happening for about a week. A replacement communicator was requested from the repair department. No indication of patient harm.